Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, there was a foreign material found inside the device¿s package. Customer indicated that there was no patient involvement.